Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that one side of the device did not work. There was an error message stating incorrect configuration. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.